Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the knife blade did not retract and was able to be removed without patient harm. No further information is available.